Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up on (B)(6) 2016 after being lost to follow ups for 4 years. The ventricular lead exhibited high impedance and high capture. The device was reprogrammed and the patient would be monitored with routine follow ups.